Event description:
A site rep reported they had black status on their stealthstation treon guidance system. A medtronic rep walked the site through trouble-shooting. The site rep said the cord was twisted. They un-twisted it and wiggled the communication cable and the camera was able to see the pt reference frame. Case was able to be continued with navigation. There was no impact on pt outcome.

Manufacturer narrative:
No pt weight not available at time of this report. RMA issued. The issue was resolved by replacing the power comm cable.